Manufacturer narrative:
(B)(4). Analysis: upon receipt a medtronic's quality laboratory, all leaflets were slightly stiff but flexible. Tears and abrasions on the lunula of the right and non-coronary cusps appeared to be due to contact with the bias cloth along the outflow rail adjacent to the left right and right non-coronary stent posts. The tear through the lunula of the right cusp appeared to have slightly increased in size during explant. An abrasion due to contact with the bias cloth was observed on the free margin of the left cusp adjacent to the non-coronary left commissure. Traces of pannus were noted in the left right and right non-coronary inferior coaptive areas and along the tissue and base stitching. Remnants of pannus remained attached to the outflow fails, stent posts and sewing ring. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue over growth. This finding is generally considered a pt related condition. Additionally, analysis concluded bias wear contributed to the clinical observation.

Event description:
Medtronic received information that this aortic bioprosthetic valve was explanted after three months implant duration, due to a hole in the valve. The mitral bend, also implanted three months ago, was explanted. It was reported that the pt had become symptomatic and that there may have been an issue with patient-prosthesis mismatch (the aortic valve was too small and the mitral valve was too large). There were no adverse pt effects reported.